Manufacturer narrative:
A1: - a4: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an s3 system alert on start up and the alert failed to clear. The operating manual provided with the device was noted to not give a troubleshooting guide. Related manufacturer reference number: 2916596-2024-00615 (centrimag motor).

Manufacturer narrative:
Section d4 - catalog number: corrected manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was not confirmed. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center, and s3 alarms were not reproduced throughout all testing. The system operated at intended speeds while the console was in use. A log file was also extracted from the returned console which contained data spanning approximately 1 day ((B)(6) 2024 per timestamp). The system operated around the set speed of 3500 rpm / 3.6 lpm throughout the data. No atypical alarms were observed throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Damage to power supply pcb with an f2 alarm produced at the edc resolved upon replacing the sps pcb and flow probe connector, the connector with an f2 alarm produced at the edc resolved upon replacing the sps pcb and flow probe connector, and the housing. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3/f2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.